Manufacturer narrative:
The device was returned to zoll medical corp and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the report. The device was recertified and returned to the customer. The battery involved was not returned to zoll medical corp as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting treating a pt (age & gender unk), the device's display blanked out after defibrillation the pt at 200 joules. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.